Manufacturer narrative:
Dräger wasn't able to obtain more information beyond the initial complaint description and the provided photo. From the photo can be derived that the device-side cuff connector became detached from the tube material of the breathing circuit system. There's no doubt that this will result in a leakage in the pneumatic system but a case specific evaluation is not possible in any of the three cases. Thus, no reliable explanation in regard to the potential root cause(s) and contributing factors can be made and the conclusion given hereinafter is a generic one. The likelihood that the issue of leakage will be detected by the operator during set-up for use is quite high. It is usual practice that anesthesia workstations will undergo a daily pre-use check and a leakage test prior to each individual procedure. A respective warning message is laid down in the IFU that the pre-use check is mandatory. When the pneumatic paths between patient and device become untight or fully opened the basic device will recognize the resulting leakage. Depending on the size of the leakage the workstation will enter a conditionally functional (yellow) or nonfunctional (red) state. Furthermore, the IFU gives recommendations for steps to perform to precisely locate the leakage. If the leakage or disconnection occurs during use this will trigger pressure- and flow-related alarms as well. The concerned product is a hospital consumable which should ensure that replacement is at hand immediately. There was no detail in the user's report that the issue led to any patient consequences. In comparison to the number of items sold per year the actual complaint rate is inconspicuous.

Event description:
It was reported to u.s. That the device-side connector of the breathing circuit set became detached from the tube. According to the user this happened three times during use on a patient. This report represents the second instance of event. Please refer also to MDR-no. 9611500-2017-00008 and 9611500-2017-00010. There was no detail in the user's report that the issues led to any patient consequences.